Manufacturer narrative:
Product anticipated to return. Follow up will be provided upon completion of investigation.

Event description:
Lap chole - "as the surgeon (dr. (B)(6)) was pulling the specimen and bag through the abdomen, the bag busted from the bottom. It was being pulled through the port site of an auto suture balloon trocar. But not through the port. The port was removed." Pulling stones from abdomen for 30 min."